Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A non bsc catheter guide was advanced to a tortuous aorta. After a non bsc guide wire crossed the lesion, a 2.25mm x 20mm promus premier¿ stent was advanced but as the device was descending down the aorta, "a lot" of resistance was encountered. The physician exerted a moderate amount of force however the shaft of the delivery system broke at approximately 105cm mark and about 5cm proximal to the 100cm marker on the shaft. No part of the shaft remained inside the patient after it broke. An unspecified size promus premier¿ stent was advanced but the device was unable to cross the lesion. Another unspecified stent was placed in another location and went fine. No patient complications were reported. The patient's status was stable and was doing well.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter (od) was measured and is within specification. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination found that the hypotube was broken 36cm distal to the strain relief. A microscopic examination of the break sites found evidence of material resistance. It was also noted that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system during the advancement of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A non bsc catheter guide was advanced to a tortuous aorta. After a non bsc guide wire crossed the lesion, a 2.25mm x 20mm promus premier¿ stent was advanced but as the device was descending down the aorta, "a lot" of resistance was encountered. The physician exerted a moderate amount of force however the shaft of the delivery system broke at approximately 105cm mark and about 5cm proximal to the 100cm marker on the shaft. No part of the shaft remained inside the patient after it broke. An unspecified size promus premier¿ stent was advanced but the device was unable to cross the lesion. Another unspecified stent was placed in another location and went fine. No patient complications were reported. The patient's status was stable and was doing well.